Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare (f&p) in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit revealed that the inspiratory limb was with a 6mm gap between tube and elbow connector. The leak test confirms that the breathing circuit was out of specification. A water bath test identified a leak located at the connection between the elbow connector and tube. The elbow connector disconnected during the waterbath test. Further analysis of the subject rt380 circuit using fourier-transform infrared spectroscopy (ftir) revealed that result showed that the anti-stat additive used in the tube is at a significantly lower level on the internal surface of the inspiratory tube compared to the external surface. This result indicates that the internal surface has most likely been subjected a process that has washed the majority of the additive off the internal surface, such as a cleaning procedure. Conclusion: based on our investigation, the cause of the reported event was most likely due to cleaning of the complaint device. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: "do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." "Do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." "Do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A heathcare facility in illinois reported, via a fisher & paykel healthcare (f&p) field representative, that the connector of a rt380 adult dual heated evaqua2 breathing circuit was loose and disconnected easily. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A heathcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative, that the connector of a rt380 adult dual heated evaqua2 breathing circuit was loose and disconnected easily. There was no patient consequence.